Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that sharps coll 19gal red was missing lids. The following information was provided by the initial reporter: it was reported by the facility representative that the collectors were received without lids.

Event description:
It was reported that sharps coll 19gal red was missing lids. The following information was provided by the initial reporter: it was reported by the facility representative that the collectors were received without lids.

Manufacturer narrative:
H6: investigation summary no photo or sample was received for investigation regarding the customer's complaint of missing lids. Without any further information, the root cause remains unknown. According to the DHR review process, the result showed there were no issues reported as missing lids during the manufacturing process reported additionally. A review of the ncmr¿s was performed; the result showed there were no issues reported like missing lids issue for the same part number throughout the last twelve months. H3 other text : see h10.